Manufacturer narrative:
The product was returned for evaluation. As received no balloon latex was adhered to the catheter and balloon latex was not returned. No residual adhesive was observed at the bond area. Contamination shield and introducer were not returned. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x. A device history record review was completed and documented that the device met all specifications upon distribution. The customer complaint was confirmed as related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
All units in this lot were distributed in (B)(4) and are being recalled. In addition, a corrective and preventive action has been initiated to prevent recurrence of this issue.

Event description:
It was reported that "there was no balloon latex on the catheter. The customer tested the balloon inflation before use but there was no sign that it would inflate. So they checked the balloon area and noted there was no balloon latex." There were no patient complications reported.